Manufacturer narrative:
The user facility is outside of the united states. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. (B)(4). This report is 1 of 3 mdrs filed for the same patient (reference 3002806535-2016-00674, 00675, 00676).

Event description:
Patient underwent closed repositioning due to medial luxation of the meniscus approximately 5 months post-implantation.